Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz4 right; cat # 5512-f-402; lot # bxg3x; tri lm/rl tib aug sz3 5mm; cat # 5545-a-301; lot # erfay9a; tri press-fit stem 16mm x 100mm; cat # 5565-s-016; lot # 0078251d; tri press-fit stem 12mm x 100mm; cat # 5565-s-012; lot # 0066211e; tri ts baseplate size 3; cat # 5521-b-300; lot # drl9oa; triathlon sym cone aug sz a; cat # 5549-a-110; lot # h1yh; tri rm/ll tib aug sz3 5mm; cat # 5545-a-302; lot # erfcl7a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that the patient's right knee was revised due to infection. An irrigation & debridement was performed and a 3x16 ts poly was swapped for another 3x16 ts poly. Rep provided usage sheets and reported that no further information will be released by the hospital or surgeon.